Event description:
It was reported that after prior hyperglycemia with multiple correction doses and temporary pump disconnection, the user's blood glucose dropped again to 48 mg/dl, with discordant readings between the pump and fingerstick, and glucose was administered while the pump had delivered minimal additional insulin once back in range. Symptoms included hypoglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and parent and analysis of information provided by them. Investigation of this case revealed no specific findings, with insufficient information regarding a device component and no defined medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.